Manufacturer narrative:
Correction: testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and stated that upon inspection, the safety disk was found damaged and could not be used. The fse replaced the safety disk. The fse performed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check it was observed that the cs100 intra-aortic balloon pump (iabp) had an auto fill failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that upon inspection found that the safety disk was damaged and usable and defective parts need to be replaced. The customer will be presented with the quote for the parts to be replaced. A supplemental report will be submitted upon completion of our investigation.